Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (8.0mg/ml at .0491mg/day) via an implanted pump. Indication for use was noted a non-malignant pain and spinal stenosis. It was reported that an alarm was heard and confirmed by telemetry. It was noted that a motor stall, low battery reset and safe state alarm had occurred. The pump logs had been checked. The pump reset- low battery and safe state occurred on (B)(6) 2016 at 13:45. It was noted that the personal therapy manager (ptm) did show an alarm symbol at the time of the "motor stall." No other troubleshooting was performed. The patient had symptoms of nausea, vomiting, "typical withdrawal symptoms along with dilated pupils. The event occurred on (B)(6) 2016. The patient was in the emergency room and the plan was to replace the pump on (B)(6) 2016. Additional information received on 2016-02-03, stating that the pump was explanted on (B)(6) 2016. The last know daily dose was noted at 0.7mg/day. It was noted that the ptm was recoupled with the new pump and was working fine as of (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found a low battery reset with an undetermined cause. Results code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.